Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 03-oct-2018. It was reported that lost image were encountered. An opticross imaging catheter was used to view the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis damage (hole) was observed in the lap joint. Device evaluated by MFR: the unit returned has a kink in the sheath and a kink in the lap joint, as part of overall visual revision. A kink was observed in the sheath assembly from femoral marker to the distal end. A kink and damage (hole) was observed in the lap joint. Impedance testing showed an electrical open at proximal wave form. Water leaked from the damaged lap joint during flushing the catheter. During image characterization testing, no image appeared in the ilab system. Imaging core (ic) windup was found within the telescope section of the device. Windup were encountered in the single heat shrink area and the non-heat shrink area in the telescope area. Ic windup began 22.3 cm from the distal end of the connector shaft.